Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated their insulin pump's screen was cracked. The customer's blood glucose was 220 mg/dl. It was found the customer had fallen in the water, causing the damage. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.